Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Event description:
It was reported that this male patient's left knee was revised 10.5 years post op initial tka. Reason for the revision was not reported. No additional information.

Manufacturer narrative:
H3: investigation results - the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
H11. Additional manufacturer narrative- additional information added.

Event description:
Patient claims pain, stiffness, discomfort, and weakness which in turn negatively affected patient¿s mobility and quality of life and necessitated a revision surgery and the resultant pain following surgery and recuperation/rehabilitation period and physical therapy. The patient¿s ability to perform normal physical activities has been consequently limited. There is no additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2022-00150.